Manufacturer narrative:
This report is submitted on november 18, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed an infection with purulent discharge at the incision site. Subsequently, a procedure was performed on (B)(6) 2016, to drain a haematoma that had formed. Following the procedure, the patient was prescribed antibiotics (type and duration not reported).